Event description:
The customer reported 10 mls of cleaner leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical specialist (cts) was told by the customer that the diluent tubing to the blood sampling valve (bsv) was disconnected. The customer reconnected the tubing, which resolved the leak issue. The instrument was returned to normal operation. (B)(4).